Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a transmitter battery issue had occurred. On 02/03/2025, it was reported that around 3am, the patient¿s husband heard the patient moaning in her sleep and then she began having a seizure. The patient¿s cgm device was not providing any readings, as it was found that the transmitter failed within 30 days of use. The patient was also wearing a tandem insulin pump. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 41 mg/dl, and she was treated with an unspecified IV. The patient regained consciousness after treatment. It was not specific how long the patient was unconscious after the seizure. The patient remained at home and was not taken to the emergency room. The patient was "normal" condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.